Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. Customer was ate candy. The customer was treated with food. Troubleshooting was done for low blood glucose and over delivery. Customer stated that auto mode was active. Based on customer report customer does not allege pump was over delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.